Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there is a black substance inside the hub of the needle. To aid in the investigation, one sample in a sealed packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed and there is embedded degraded resin at the needle hub. No other defect or imperfections was observed. The two photos provided show the sample received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material 305106, lot number 1085348. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The molding process was verified and settings were found to be correct. The defective part was shown to inspectors and molding associates. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black foreign matter was found inside the bd precisionglide¿ needle hub. The following information was provided by the initial reporter: "in this sealed needle there is a black substance inside the hub of the needle."